Manufacturer narrative:
As the hugo brand is now owned by drive medical, they were the ones that were made aware of the incident. They received a lawyer's letter and forwarded it to a.m.g. Medical inc. On march 3, 2017. Little information on the previous health and condition of the customer is mentioned. The location of the incident is unknown. Our insurance company will be in contact with the patient's lawyer so that the missing information can be obtained.

Event description:
Customer was using hugo quadpod cane when the handle suddenly slipped, causing him to fall and suffer injuries.